Event description:
It was reported that the customer was at the emergency room due to high blood glucose over 500mg/dl. The mother stated that the customer was vomiting, thirsty, dehydrated, and lethargic. It was stated while the customer was in the hospital her glucose level dropped to the 200's m/dl, and the customer was put on saline drip and anti-nausea medication. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.